Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head broke off the brushhead / had it in my mouth and I almost swallowed it [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that the head broke off of the oral-b brushhead, version unknown while used with an oral-b rechargeable toothbrush, version unknown. The consumer elaborated that she then found it in her mouth and almost swallowed it. No symptoms developed.

Manufacturer narrative:
On 09-sep-2016 product investigation results: reporter returned one toothbrush head on (B)(6) 2016. Toothbrush head confirmed to be counterfeit.

Event description:
Head broke off the brushhead / had it in my mouth and I almost swallowed it [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported that the head broke off of the oral-b brushhead, version unknown while used with an oral-b rechargeable toothbrush, version unknown. The consumer elaborated that she then found it in her mouth and almost swallowed it. No symptoms developed.